Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: e the reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear and loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
PMA 510k cannot be determined; device is unknown the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately unknown months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, discomfort, and pain. No further issues or complications were reported. No additional information is available.